Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that their pulse is dropping to 37 beats per minute and they always feel tired and not feeling well. Follow up was conducted and the patient has not been seen. The device remains in use. No patient complications have been reported as a result of this event.